Event description:
Customer reported scratches on the display screen and stated that it was difficult to read the screen. Customer's blood glucose reading at the time of the call was 154 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.